Manufacturer narrative:
(B)(4). Unique identifier (UDI) # - (B)(4). Report source, foreign ¿ event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-06256, 3006946279-2017-00138.

Event description:
It was reported a patient underwent a knee revision approximately 10 months post-implantation due to no adhesion of the cemented tibial component.

Manufacturer narrative:
This follow up report is being filed to relay that this report is a duplicate of MFR # 0001825034-2017-06737.